Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 02.027.035s, lot: l685134: manufacturing site: bettlach, release to warehouse date: 08. Dec. 2017, expiry date: 01. Dec. 2027: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the visual inspection of the pfna ¿ blade has shown that the implant is in good condition no abnormal findings were identified. Function test: a functional test was performed; the article is fully functional. Dimensional inspection: not required as root cause is use related. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the article, therefore no drawing/specification review is needed. Summary: the received condition of the pfna blade is unconcordant with the complaint description and therefore the complaint condition is unconfirmed. This lot of 40 pieces was manufactured in december 2017 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; visual and functional checked were performed per 100% after the assembly of the component parts. A functional test was performed, the article is fully functional. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient height reported as 168.0 cms. Patient identifier and gender not available for reporting. Date of event reported as 2018, exact date is not known. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter telephone is not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgical procedure, the proximal femoral nail antirotation (pfna) blade was removed from its original package and could not be unlocked. Surgery was completed successfully with a delay of approximately 20 minutes. This report is for one (1) pfna blade. This is report 1 of 1 for (B)(4).